Event description:
It was reported that after a retroarc was implanted, the patient experienced recurrent urinary tract infections. The patient's symptoms included urinary incontinence, urgency and nocturia. The event was considered mild. The patient was prescribed ciprobay 500 mg twice daily for 5 days, followed by macrobid 100 mg daily for 3 months as well as dalacin vaginal cream for 7 days, all starting on (B)(6) 2015. The event was considered continuing. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that as of (B)(6) 2016, the event was considered continuing. If additional information is received, a follow up report will be sent.